Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed white particles in their syringe after performing the air removal process during the load sequence. Tandem technical support informed the customer that the white particles are pieces of the cartridge septum which will not cause any issues as they remain inside the syringe. The contact acknowledged this information and stated that the customer¿s blood glucose (bg) level was not impacted by this event.